Event description:
It was reported that the ventilator generated a start up technical error indicating a communication error. However the ventilator's device logs contain a technical error code that if it occurs may affect regulation of inspired volumes. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental medwatch report will be submitted when the investigation is completed.